Manufacturer narrative:
A ge service representative evaluated the system and reloaded system software and configuration files. The system operates as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.